Manufacturer narrative:
Beckman coulter is providing an addtional information for MDR #: 2050012-2013-00072, (B)(4). Beckman coulter field service engineer (fse) resolved the issue by replacing the slide rails for the phosphorous module (phosm) cup module. Following the replacement, qc was performed and results were within specifications. The phosphorous module brackets were sent to xenon laboratory for an analysis. Per the xenon laboratory, failure investigation report (fir), the brackets would lock when raised; however, a small downward pressure on the brackets caused the brackets to close. The failure mode of this event was phosm cup slide rails.

Manufacturer narrative:
The fse is currently working with a technical support engineer to resolve the issue. (B)(4).

Event description:
While performing service on the unicel dxc 880i synchron access clinical system for a non-related issue, the field service engineer (fse) found that the phosphorus (phos) cup module latch was not functioning properly and the module would not remain in the raised position when lifted. There has been no injury to the operator. No erroneous results were generated. No effect to patient treatment was reported in connection with this event.